Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and pelvic pain ("chronic pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. 646526) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal itching (vaginal and perianal itching) in 2009, spontaneous rupture of membranes (controlled pregnancy, well tolerated. Newborn male weighing 3.370 kg) in 2008, delivery (newborn female weighing 2.970 kg) in 2003 and underweight. Previously administered products included: copper iud. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 577 days after essure insertion, she experienced vulvovaginal pruritus ("vaginal and perianal itching"). In 2013 she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017 she experienced alopecia ("hair loss"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), back pain ("pain lower back, lumbar pain, sacrum pain"), hypersensitivity ("allergic reaction"), loss of libido ("sexual loss"), anger ("angry reactions towards the immediate environment"), mood altered ("mood changes") and skin disorder ("skin problems") and underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopy: bilateral salpingectomy with essures extraction on (B)(6) 2019). The reporter considered alopecia, anger, back pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, loss of libido, medical device removal, mood altered, pelvic pain, skin disorder and vulvovaginal pruritus to be related to essure administration. The reporter commented: normally inserted essure devices are seen 3cm away, they appear to have both intramyometrial portions without reaching the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 15.289 kg/sqm. [Computerised tomogram] on (B)(6) 2007: of the lumbosacral spine is performed centered on the spaces that probably correspond from l2-l3 to l5-s1. In the space that probably corresponds to l5-s1, the disc presents a centrally located and right paracentral herniation that has discretely migrated caudally and most likely involves the root of s1 in the right lateral recess [pathology test] on (B)(6) 2019: segments of fallopian tubes with a normal histological appearance are recognized, with a normal essure device inserted inside. 3 fragments are received corresponding to tubes of 6.5 cm, 5 cm, and 2 cm, without macroscopically visible alterations. Inside, you can see the metal wire corresponding to the essure. [Specialist consultation] on (B)(6) 2009: radiology report: l5-s1 disc herniation of medial disposition discreetly migrated caudally; on (B)(6) 2015: radiology report: cervical spine rx. No signs of intervertebral osteochondrosis were observed [ultrasound scan] on (B)(6) 2019: uterus in avf of normal size, regular limits. 8mm homogeneous endometrium. Normally inserted essure devices are seen 3cm away, they appear to have both intramyometrial portions without reaching the cavity. Normal adnexa, not free liquid. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and pelvic pain ("chronic pelvic pain") in a 41 year-old female patient who had essure inserted (lot no. 646526) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vaginal itching (vaginal and perianal itching) in 2009, spontaneous rupture of membranes (controlled pregnancy, well tolerated. Newborn male weighing 3,370 kg) in 2008, delivery (newborn female weighing 2.970 kg) in 2003 and underweight. Previously administered products included: copper iud. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 577 days after essure insertion, she experienced vulvovaginal pruritus ("vaginal and perianal itching"). In 2013, she experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, she experienced alopecia ("hair loss"). Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion medically important), genital haemorrhage ("excessive bleeding"), back pain ("pain lower back, lumbar pain, sacrum pain"), hypersensitivity ("allergic reaction"), loss of libido ("sexual loss"), anger ("angry reactions towards the immediate environment"), mood altered ("mood changes") and skin disorder ("skin problems") and underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopy: bilateral salpingectomy with essures extraction on (B)(6) 2019). The reporter considered alopecia, anger, back pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, loss of libido, medical device removal, mood altered, pelvic pain, skin disorder and vulvovaginal pruritus to be related to essure administration. The reporter commented: normally inserted essure devices are seen 3cm away, they appear to have both intramyometrial portions without reaching the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 15.289 kg/sqm. [Computerised tomogram] on (B)(6) 2007: of the lumbosacral spine is performed centered on the spaces that probably correspond from l2-l3 to l5-s1. In the space that probably corresponds to l5-s1, the disc presents a centrally located and right paracentral herniation that has discretely migrated caudally and most likely involves the root of s1 in the right lateral recess. [Pathology test] on (B)(6) 2019: segments of fallopian tubes with a normal histological appearance are recognized, with a normal essure device inserted inside. 3 fragments are received corresponding to tubes of 6.5 cm, 5 cm, and 2 cm, without macroscopically visible alterations. Inside, you can see the metal wire corresponding to the essure. [Specialist consultation] on (B)(6) 2009: radiology report: l5-s1 disc herniation of medial disposition discreetly migrated caudally; on (B)(6) 2015: radiology report: cervical spine rx. No signs of intervertebral osteochondrosis were observed [ultrasound scan] on (B)(6) 2019: uterus in avf of normal size, regular limits. 8mm homogeneous endometrium. Normally inserted essure devices are seen 3cm away, they appear to have both intramyometrial portions without reaching the cavity. Normal adnexa, not free liquid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.